Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation could be performed. It was reported to resmed that the device is infested, therefore, the device has not been returned and resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.